Event description:
During completion of a minimally invasive abdominal laparoscopic surgery, the surgeon noticed that the hook end effecter of the spider flex monopolar hook instrument separated from the instrument flexible shaft into the surgical bed. The surgeon was able to locate and retrieve the hook from the pt within 7-10 minutes during the procedure and prior to closure. No injury or impact to pt care was reported.